Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.(B)(4).

Event description:
A doctor reported that during a procedure the silicone oil tube and the syringe had an "explosion" resulting in the patient experiencing an incision scleral laceration and the iris ciliary body to escape. Additional information has been requested.

Manufacturer narrative:
The clinical analysts reviewed this file and stated the following: ¿the customer stated that during viscous fluid control (vfc) extraction, the syringe barrel disconnected from the tubing causing the scleral laceration. It resulted in a uveal prolapse and the wound was closed with sutures. The case was able to be completed without any further issues. A completed questionnaire was received. The patient was a (B)(6) male with surgery on the right eye (od). The event description noted when using 23g silicone tube to remove the silicone oil, the tube head bounced off and the patient had the scleral rupture. The wound was about 3mm x 3mm and there was uveal prolapse. The wound was closed with sutures. The event had been resolved with treatment and the wound presented with staphyloma. The event duration was noted as 1 second. In the surgeon¿s opinion the device caused/contributed to the event and noted in the process of the system being manipulated normally, the silicone tube head bounced off. The silicone oil was being removed with a 23 gauge probe. The wound was leaking. The event occurred during silicone oil removal. No instruments were switched out. The surgeon was able to complete the case. There was no change to existing parameters and no changes made to existing parameters. The settings were concurrent with the surgeon¿s typical procedure. The device is not stored in a climate controlled area. There was no kinking in the tubing. The viscous fluid control (vfc) directions for use (dfu) were reviewed. The dfu is very detailed and notes to ¿ensure barrel flanges are totally engaged within the adapter¿. The dfu includes warnings: do not use if a stream of air bubbles is observed passing through the fluid. Do not use vfc pak with fluid viscosity greater than 5,000 centistoke. Excessively high pressure settings may endanger the patient. The system operators manual includes a caution: always use manufacturer-supplied viscous fluid injector paks and follow all directions for use. Do not aspirate fluids directly into the console, this will cause damage to the console, increase risk of electrical shock, and void all warranties. The warnings note: double check the cannula connected to the syringe for a tight connection. It must not be allowed to come loose. Adjust the max limit air pressure in accordance with the viscosity of fluids to be injected. Excessively high settings may endanger the patient. It appears the customer may not have been following the dfu and/or the operators cautions and warnings. The customer noted the silicone syringe was dropped and that caused a loud noise. According to the american academy of ophthalmology: ¿staphyloma is the term for a thinning of the outer, white coat of the eye (the sclera) in which the underlying pigmented tissue then adds its color to the thinned sclera, giving an appearance of bluish to almost black color. Staphyloma occurs in the front of the eye mostly as a response to trauma or infection in which the scleral architecture has been disturbed and the internal pressure of the eye stretches the weak point causing the protrusion and typical appearance. Rarely staphylomas can be caused by surgical weakening of the sclera at some point.¿ product evaluation the system was examined. Oil ingress was found on the internal vacuum chip, which was then replaced. Oil ingress can occur when a syringe stopper is not inserted into the viscous fluid control (vfc) syringe prior to extraction as it is cautioned in the vfc pak directions for use (dfu) and system operator¿s manual. Therefore, the oil ingress is attributed to the user incorrectly following directions for use. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 7, 2008. Based on qa assessment, the product met specifications at the time of release. The cause of the scleral injury can be attributed to an inadvertent disconnection of the vfc syringe. However, with the information obtained, a root cause for the reported disconnection could not be determined and is unknown. There was no evidence found to attribute any nonconformity in the system to the reported scleral injury. (B)(4).

Event description:
New information received from questionnaire. When using 23g silicone tube to remove the silicone oil, the tube head bounced off and the patient experienced a scleral rupture. The wound was about 3mmx3mm and there was uveal prolapse. The wound was closed with sutures. The event was resolved with treatment and the wound presented as staphyloma.